Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing set. On a unspecified date and time, the male luer lock adapter of the tubing set was connected to the pt's PICC line. The female adapter of the tubing set was connected to the male adapter of a microclave port male adapter plug which was connected to a bifurcated extension set. One side of the bifurcated extension set was being used to deliver an unspecified volume of 20% lipids, at a rate of 0.4ml/hr, via a syringe pump. The other side of the bifurcated extension set was being used to deliver an unspecified volume of total parenteral nutrition (tpn), at a rate of 5ml/hr, via a plum pump. On (B)(6) 2011, at approximately 1300, the nurse reported "1ml or less" of air in the tubing set. The nurse disconnected the tubing set from the pt and the air was removed. The tubing set was reconnected to the pt and the therapy was resumed. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.